Event description:
It was reported to philips that the ECG cabled failed.

Manufacturer narrative:
The customer worked with the technical support representative. The ECG cables need to replaced. Upon conclusion of the evaluation, it was determined that the ECG trunk and grabber cables require replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The cables were sent to customer for there installation. The device remains at the customer site and no further evaluation is warranted at this time.